Event description:
The 6mm angioguard filter basket kinked in the pt. The product was not kinked prior to use. There was no pt injury reported.

Manufacturer narrative:
The product is available for analysis. Additional info will be submitted within thirty days upon receipt.